Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the reloads fired half way, then stopped on the distal area. The reloads were retracted, extra buttress materials were cut, and approximately 30 reloads were used to continue the firing process and complete the case. The operating time was extended up to 90 minutes, but there was no patient injury.